Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The customer confirmed the reported problem. The customer replaced the touch screen and the reported problem was resolved.